Manufacturer narrative:
Investigation results: reported defect #1: leakage past stopper (lps) DHR review for batch 7001788 (p/n 309703): manufacturing dates: 01/09/2017 to 01/10/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7001788 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7030793 (p/n 309703): manufacturing dates: 02/11/2017 to 02/13/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7030793 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: a total of 15 bd 5ml syringes in 3 bags of 5 were received by bd (B)(4) and reported to be from either batch #7001788 or batch #7030793 (p/n 309703). The samples were visually evaluated. The syringes were labeled filled with ¿tryptic soy broth¿ aka tsb. Sample bag 1 ¿ bag contained five 5ml syringes with a note ¿good syringes.¿ no visual defects were observed. (Mold c-272 cavity 58, mold c-208 cavity 32, mold c-272 cavity 20, mold c-272 cavity 4, mold c-272 cavity 57). Sample bag 2 ¿ bag contained five 5ml syringes with a note ¿ ¿media past first ring/rib.¿ 4 out of 5 syringes (mold c-272 cavity 20, mold c-272 cavity 26, mold c-272 cavity 1, mold c-208 cavity 8) did show some media residue between the first and second rib. The residue observed was not liquid between stopper ribs, but that of small dried particles. 1 out of 5 (mold c-272 cavity 13) did not show any signs of media between ribs. Stopper evaluation: all 15 samples were emptied and washed with water and allowed to dry. Each stopper was then closely evaluated under light and magnification. The top of the stopper, the rim and the ribs were inspected. No defects of any kind were observed. Additionally, the samples were inspected by microlab and no growth nor contamination was observed in any of the samples. Reported defect #2: distorted/jammed stopper sample evaluation: one photo was received by bd (B)(4). The assembled syringe in the photo was from mold c-207 cavity 18. The stopper was in the bottom out position and visible jammed against the barrel wall on one side. The condition is likely due to a misalignment of the plunger rod and stopper with the barrel during the assembly process. Reported defect #3: excess silicone: sample evaluation: one photo was received by bd (B)(4). The assembled syringe in the photo had the stopper at approximately 0.5 ml marking. Silicone could be seen stringing from the roof of the barrel to the stopper, as well as pooling around the roof and the stopper. The amount of silicone observed appeared excessive per product specification. Conclusion: in regards to lps: the residue between ribs did not appear typical for a leakage past stopper condition where liquid would be expected to be seen instead of very few dry specks. No leakage nor residue was observed in ¿full blow by¿ samples therefore these samples were not confirmed for the condition reported. No stopper defects were observed. Nevertheless, media residue past first rib and past second rib was observed in some of the samples returned. It could not be determined how the residue got there. Therefore, based on the investigation above and based on the information available today, the reported defect of leakage past stopper could not be confirmed to be attributed to the manufacturing process. Bd syringes are designed and manufactured to meet the iso 7886-1 requirements. When syringe is tested in accordance with this iso and pressurized to 43.5psi and maintained at that pressure for 30 seconds, no leakage should be observed past the stopper seal. In regards to distorted/jammed stopper and excess silicone defects: we can conclude that defects are well within our acceptance criteria limits. (B)(4). No further action is required for any of the reported defects involved with this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was leakage past the stopper of the 5 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of injury or medical intervention.